Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) due to stenosis. During insertion, the spacer broke. No fragment of the broken implant remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The spacer was returned with both ears broken off the peek portion of the implant. The spacer had witness marks on the nose and on the backside around the expander screw from where it appeared that the spacer was impacted. The expander screw was fully opened. If the spacer was installed in that configuration, the ears of the implant would fail due to the pressure placed on them from the tip. The peek portion had pulled away from the titanium portion at the connecting pin consistent with the spacer being expanded. If information is provided in the future, a supplemental report will be issued.